Event description:
After a sigmoidectomy, there was bleeding found four to six hrs after surgery by a colon fiber. A re-operation for artificial anus was performed. The pt is in the intensive-care unit. There is no add'l info available at this time.